Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report by a nurse from (B)(6) of increased temperature and bacterial peritonitis with culture positive for staphylococcus aureus (s. Aureus) in a patient (born in (B)(6)) coincident with extraneal viaflex and physioneal , unspecified bag, therapies. On an unreported date the patient was switched from capd (continuous ambulatory peritoneal dialysis) therapy to apd (automated peritoneal dialysis) therapy. On an unreported date, the patient began extraneal viaflex therapy (dose, frequency and lot numbers were not reported) and physioneal (unknown bag) therapy (dose and frequency were not reported) for capd and apd, intraperitoneally for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis manifested by symptom of a belly ache with an increased leucocyte count and increased temperature. The nurse reported that the peritonitis infection was likely due to a break in aseptic technique (details not provided). During follow up the nurse reported that the patient's temperature was higher in the morning after pd therapy with extraneal and lower at noon. The nurse reported that since (B)(6) 2012, the patient had been hospitalized 3 times for the event (reported as same event) of peritonitis (dates and duration were not reported). On (B)(6) 2012, extraneal therapy was discontinued and not re-introduced, since the patient's symptoms had improved. It was reported that the event of bacterial peritonitis was resolving. On (B)(6) 2012, follow up information was received from the nurse. The nurse clarified that shortly after the patient started on extraneal therapy the patient experienced a belly ache. After 3-4 days on extraneal therapy, the patient experienced an increased temperature and peritonitis manifested by a belly-ache. At that time, the leucocytes count had risen to 1.1/nl and the patient had a temperature of 38c degrees. On (B)(6) 2012, the patient received gentamycin (dose and frequency not reported). On (B)(6) 2012, the patient received vancomycin (1g) and gentamycin (16mg). On (B)(6) 2012, the patient received vancomycin (0.5g) and gentamycin (dose and frequency not reported). On (B)(6) 2012, the patient received kefzol (1g) and gentamycin (16mg). On (B)(6) 2012, the patient received kefzol (1g) and gentamycin (40mg). On (B)(6) 2012, kefzol was discontinued. On (B)(6) 2012 the peritonitis was considered resolved and the patient fully recovered. Once extraneal therapy was discontinued, the patient's belly ache had improved and the leucocyte count went below (0.1-0.2nl). Extraneal was not reintroduced. The nurse stated that the bacterial peritonitis and increased temperature were related to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is confirmed due to the unspecified breach in aseptic technique stated in the report from a nurse received by baxter (B)(4). The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint.